Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the device revealed that the stent had moved 24mm distally on the balloon. The proximal section of the balloon was folded and a clear impression of where the stent was originally crimped was visible on the balloon material. Visual examination of the stent noted that some of the struts on the proximal end of the stent were misaligned and some of the struts on the sixth row from the distal end of the stent were lifted up. The distal end of the stent was located 12mm over the distal tip. No damage was noted to the shaft of the device. It is not possible to determine when the stent moved on the balloon, as the device was not received inside its packaging hoop. From the condition of the stent and the balloon it was not possible to check the profile measurements. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking for a peripheral stenting treatment procedure the stent was loose on the delivery system. The target lesion was located in the iliac. While unpacking a express-b-I ld, pmtd, 7.0x40x75cm stent, it was noticed that the stent would slide back and forth along the delivery system. The device did not contact the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during unpacking for a peripheral stenting treatment procedure, the stent was loose on the delivery system. The target lesion was located in the iliac. While unpacking a express-b-I ld, pmtd, 7.0x40x75cm stent, it was noticed that the stent would slide back and forth along the delivery system. The device did not contact the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.